Event description:
A malfunction alarm, malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to reach out if the malfunction code reappeared, and they acknowledged this guidance.